Event description:
It was reported that three hours after inserting the tracheostomy tube into a patient, a leak was discovered. The patient was breathing spontaneously. The issue was discovered when an attempt was made to measure the pressure using a pilot balloon cuff pressure gauge. There was patient involvement and no patient harm/adverse event reported. It is unknown how the malfunction was resolved.

Manufacturer narrative:
D4: lot number, full UDI number, expiration date and h4: manufacture date are unknown; no information has bee provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one used decontaminated sample was returned for investigation. Under visual inspection the sample appeared to be in good condition. No hole in the cuff was visible. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated, no cuff leak. Based on results of testing the reported failure was not observed, and no root cause could be determined. No trend of similar customer complaints was identified.